Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing. The technical support specialist (tss) dialed into the system and server, ran interface down query and identified that 3700 xml files required to process. Tss then restarted the external inbound processing service and dropped the xml files to zero to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, orders were not crossing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.